Event description:
The customer reported discrepant troponin I (access accutni+3) results, for two patients, involving the unicel dxc 600i synchron access clinical system. This report is one of two referencing the patient on the event date noted. An initial result of 0.15 ng/ml was obtained and released from the laboratory. The physician questioned the result. Subsequent testing of the patient's sample, on the same instrument, generated lower results of 0.04 and 0.02 ng/ml. The customer was unaware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this incident. The patients' samples were collected in 5.0 ml lithium heparin vacutainers and centrifuged at 3,800 rpm (rotations per minute) for ten minutes, at ambient temperature. The samples were analyzed from the primary tube. No sample integrity issues were noted. The customer indicated quality control (qc) was within specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check which passed but noted the %cv (coefficient of variation) was elevated. The fse replaced the peristaltic pump tubing, aspirate probes, and pipettor. The fse cleaned the precision valve and wash valves. The fse proactively adjusted the ultrasonics and alignments and performed a passing 10-replicate precision test utilizing level 1 and level 3 quality control material. The fse then performed passing system check and high sensitivity system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event. This medwatch report is related to MDR 2122870-2014-00598.